Manufacturer narrative:
D.4. The reported lot# 21865887 was not found for the reported catalog# 320550. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin to the patient, resulting in their blood glucose raising to 160 from the normal 110-120. The following information was provided by the initial reporter: "consumer reported finding the needles complete flow check but during injection insulin not coming out. Pen makes a zip like noise during injection of her husband. His morning glucose check with 160 when normal is 110 or 120... When did the incident occur?: during use death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin to the patient, resulting in their blood glucose raising to 160 from the normal 110-120. The following information was provided by the initial reporter: "consumer reported finding the needles complete flow check but during injection insulin not coming out. Pen makes a zip like noise during injection of her husband. His morning glucose check with 160 when normal is 110 or 120. When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".